Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: the pump's black box showed multiple unexplained pump reboot events on (B)(4)2017. The battery compartment was found to be cracked. The battery cap had stripped threads. The battery cap was unable to maintain an electrical connection with the pump. A test battery cap was used to complete troubleshooting. No intermittent connection was found to the pump's printed circuit board. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The battery compartment was reported to be cracked and the threads on the battery cap were stripped. The reporter confirmed the battery cap has never been replaced per the instructions for use. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.